Event description:
It was reported that sometime post port implant, chest x-ray demonstrated the catheter had allegedly migrated. It was further reported that additional intervention was required to remove the catheter. Current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one catheter segment and one 6f merit snare was returned for evaluation. The investigation is inconclusive for catheter migration as the complete device was not returned for evaluation and also the exact scenario cannot be reproduced in the laboratory conditions.a definitive root cause could not be determined base upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port is identified in d2 and g5. H10: d4 (expiry date :09/2023),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was not required. A preliminary evaluation could not be performed as the samples were not returned. Although a definitive root cause could not be determined, the following contributing factors inadequate connection strength during routine use, flexural fatigue during routine use could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate expiry date (09/2023).

Event description:
It was reported that chest x-ray demonstrated the catheter had allegedly migrated requiring intervention to remove the catheter. Patient status was not provided.